Event description:
Customer called because she felt elite meter was reading too low. Customer service found that the meter was in mmol/l rather than mg/dl. The customer had been interpreting readings like 6.8 mmol/l as 68 mg/dl. The customer stated that she had obtained this meter two weeks ago and that it had been reading low since she got it. She did not change her medication based on the low readings. The customer changed the meter back to mg/dl.